Event description:
Physician previously had repaired section of port tubing. (Refer to 2028368-2002-00108, mcghan reference # 2015320 for the first event.)this repair was apparently insufficient, and system continued to leak. Physician has replaced entire port, and pt is now doing well. Mcghan has opted to report this as a separate event due to additional intervention, although same pt, same device, and same problem is being reported.